Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2009, the target lesion being treated was located in the mid right coronary artery (rca). The lesion was 95% stenosed, 2.5mm in diameter and 40mm long. The lesion was treated with predilation and placement of two taxus liberte stents (2.5x28mm and 2.5x24mm) without gap. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged without complications 2 days later on aspirin and clopidogrel bisulfate. In march 2010, it was confirmed the patient experienced chest pain.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. During the index procedure, the lesion located in the mid right coronary artery (rca) was treated with an unknown size taxus liberte stent. In (B)(6) 2010, a follow-up coronary angiogram was performed. It was noted that the patient experienced restenosis. The 90% stenosed target lesion located in the mid rca was 2.5mm in diameter and 20mm long. An intervention was perfomed in the mid rca. Stable angina symptom was also noted at the event. The lesion was treated with placement of a promus stent. Post dilation was performed. Residual stenosis was 30%. No patient complications were reported and the patient's outcome is resolved. In (B)(6) 2010, 1 year follow-up was performed. The patient had no anginal symptoms.